Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was stable.

Event description:
During a remote follow-up, it was noted that there were episodes of non-sustained right ventricular oversensing that resulted in post-paced t-wave oversensing. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.